Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2005 and miscarriage in february 2011. Concurrent conditions included body mass index normal. Concomitant products included bupropion (wellbutrin) since 2013, fluoxetine hydrochloride (prozac) since 2013, medroxyprogesterone acetate (depo-provera), meloxicam from 2015 to 2016 and zolpidem tartrate (ambien) since 2013. On (B)(6)2013, the patient had essure inserted. In march 2013, the patient experienced allergy to metals ("nickel allergy/ allergic or hypersensitivity: allergic to nickel"), hot flush ("hormonal changes: hot flashes"), the first episode of mood swings ("mood swings"), urticaria ("rashes or skin conditions: hives"), swelling ("unexplained fever swelling"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), feeling abnormal ("brain fog/ brain fog cloudiness"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge/vagina discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced night sweats ("night sweats"). On (B)(6)2015, 2 years 8 months after insertion of essure, the patient experienced hypertension ("blood or heart disorder/condition: high blood pressure") and blood glucose decreased ("low blood sugar"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), pain ("all over body aches/pain/body aches"), hair disorder ("hair changes"), insomnia ("insomnia"), fatigue ("fatigue"), musculoskeletal pain ("muscoskeletal body aches") and pyrexia ("unexplained fever"). On an unknown date, the patient experienced back pain ("back pain"), the second episode of mood swings ("mood swings"), weight decreased ("weight gain/loss: weight loss"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain and allergy to metals had resolved, the dysgeusia, hair disorder, insomnia, fatigue, hypertension, hot flush, night sweats, urticaria, swelling, depression, anxiety, the last episode of mood swings, feeling abnormal, memory impairment, vaginal discharge, weight decreased, dysmenorrhoea, tooth disorder, dyspareunia, female sexual dysfunction, blood glucose decreased, migraine, headache, nausea, musculoskeletal pain and pyrexia outcome was unknown and the pain was resolving. The reporter considered allergy to metals, anxiety, back pain, blood glucose decreased, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, hair disorder, headache, hot flush, hypertension, insomnia, memory impairment, migraine, musculoskeletal pain, nausea, night sweats, pain, pelvic pain, pyrexia, swelling, tooth disorder, urticaria, vaginal discharge, weight decreased, the first episode of mood swings and the second episode of mood swings to be related to essure. The reporter commented: the pain was persistent for years and ms. Brazeale reported it to her physicians. She continued to experience these symptoms until on or about (B)(6) 2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Her symptoms substantially resolved after the (B)(6), 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: confirmed full occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events added: musculoskeletal pain, unexplained fever. Incident no lot number or sample available for investigation. There is no evidence that a device relateddefect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2005 and miscarriage in (B)(6) 2011. Concurrent conditions included body mass index normal. Concomitant products included bupropion (wellbutrin) since 2013, fluoxetine hydrochloride (prozac) since 2013, medroxyprogesterone acetate (depo-provera), meloxicam from 2015 to 2016 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hot flush ("hormonal changes: hot flashes"), the first episode of mood swings ("mood swings") and night sweats ("night sweats"). On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced hypertension ("blood or heart disorder/condition: high blood pressure"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth"), pain ("all over body aches/pain"), hair disorder ("hair changes"), insomnia ("insomnia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), allergy to metals ("nickel allergy/ allergic or hypersensitivity: allergic to nickel"), urticaria ("rashes or skin conditions: hives"), swelling ("unexplained fever swelling"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), the second episode of mood swings ("mood swings"), feeling abnormal ("brain fog/ brain fog cloudiness"), memory impairment ("forgetfulness"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain/loss: weight loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood glucose decreased ("low blood sugar"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and allergy to metals had resolved, the dysgeusia, hair disorder, insomnia, fatigue, hypertension, hot flush, night sweats, urticaria, swelling, depression, anxiety, the last episode of mood swings, feeling abnormal, memory impairment, vaginal discharge, weight decreased, dysmenorrhoea, tooth disorder, dyspareunia, female sexual dysfunction, blood glucose decreased, migraine, headache and nausea outcome was unknown and the pain was resolving. The reporter considered allergy to metals, anxiety, back pain, blood glucose decreased, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, hair disorder, headache, hot flush, hypertension, insomnia, memory impairment, migraine, nausea, night sweats, pain, pelvic pain, swelling, tooth disorder, urticaria, vaginal discharge, weight decreased, the first episode of mood swings and the second episode of mood swings to be related to essure. The reporter commented: the pain was persistent for years and ms. Brazeale reported it to her physicians. She continued to experience these symptoms until on or about (B)(6) 2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Her symptoms substantially resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion. Most recent follow-up information incorporated above includes: on 15-mar-2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs were added. Updated suspect drug inaction. Added events apareunia (inability to have sexual intercourse), blood or heart disorder/condition: high blood pressure, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, fatigue, hormonal changes: hot flashes, mood swings, night sweats, migraines/headaches, nausea, psychological or psychiatric problems: depression and anxiety, mood swings, brain fog/ forgetfulness, rashes or skin conditions: hives, vaginal discharge, weight gain/loss: weight loss, low blood sugar, all over body aches/pain, metallic taste in mouth, brain fog cloudiness, forgetfulness, hair changes, insomnia, unexplained fever swelling. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and allergy to metals had resolved. The reporter considered allergy to metals, back pain and pelvic pain to be related to essure. The reporter commented: the pain was persistent for years and ms. (B)(6) reported it to her physicians. She continued to experience these symptoms until on or about (B)(6) 2016 when she underwent a total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device. Her symptoms substantially resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report